Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented in clinic due to syncope. The device was interrogated and multiple oversensing episodes were found due to noise on the lead resulting in pacing inhibition. The device parameters were reprogrammed and the patient was in stable condition.